Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The error description provided by the customer "the light saturates and everything turns white or even black inside the cavity" was confirmed. 1. Led flashes. After connecting the endoscope to the c[?]mac z8403 zx monitor (sn: (B)(6)), the image was displayed correctly. However, when the camera was moved closer to an object, the image began to flicker. The endoscope is designed to automatically reduce the led output power when the sensor is exposed to a well-lit environment, but in this case the led switched off completely. Further investigation revealed that the led component itself was defective and caused the malfunction. After replacing the led with a test component, the endoscope functioned normally: the light output adjusted correctly, and the image remained stable on the display. The endoscope showed no mechanical or moisture damage that could have caused the led failure. Therefore, the conclusion is that the image flickering was caused by a defective led unit. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. No systematic error is detected. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "device powers down. Made noise during inflation", could be confirmed. The cause of the error described by the customer can be attributed to a defective control valve as well as to a defective control unit. Both components showed a random electronic defect causing the error codes shown in the log files. The additional determined issues are independent from the reported failure from the customer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device is not working properly: the light saturates and everything turns white or even black inside the cavity, making it impossible to perform an examination".